Event description:
It was reported that this patient experienced syncope and was involved in a motor vehicle accident. The patient was subsequently hospitalized and en route to the hospital, noise was observed in the ambulance monitoring system. The physician suspected pacing inhibition due to over-sensed noise from the right ventricular (rv) lead to be the cause of the syncope. Boston scientific technical services were contacted where the presence of noise was discussed, however, there was no indication of stored episodes. Sensitivity reprogramming was recommended, as well as thorough diagnostic imaging. The physician elected to explant and replace the system with competitor's products. No additional adverse patient consequences were reported.